Manufacturer narrative:
The dealer contacted invacare stating a consumer allegedly saw smoke coming from her chair. The chair has been in service for 3 yrs. The damaged component requested by the dealer was sent and the dealer has yet to return the alleged damaged component. The MFR has made repeated attempts in contacting the dealer regarding the chairs repair and return of component with no response. As noted, no injury was reported nor could invacare get the allegedly defective parts back for eval in order to confirm a smoke event or discern a possible failure mode. Nonetheless, this MDR is being filed in response to form FDA (B)(4) notation.

Event description:
The consumer alleges she saw smoke coming from the chair. No injury is alleged.